Manufacturer narrative:
UDI#: unk. The info received as a result of image reviews relating to the kinked zilver ptx stent is currently been investigated. A f/u report will be submitted with the investigation conclusion details.

Event description:
Images received and reviewed in relation to previously submitted MDR reports 3001845648-2014-00165, 3001845648-2014-00195, 3001845648-2014-00196 and 3001845648-2014-00197 which were submitted for thrombosis and re intervention confirmed once of the stents involved (ziv6-35-125-7.0-120-ptx) was also partially kinked. This partially kinked stent is the same device that was reported under MDR report#: 3001845648-2014-00196 for thrombosis. This image review confirmed the ziv6-35-125-7.0-120-ptx device was partially kinked just inferior its overlapping segment with another zilver ptx stent. This caused less than 25% maximal diameter stenosis. No stent fracture was present. An additional image review of images relating specifically to the failure of the kinked stent indicated the 25% or less stenosis caused by the kinked zilver ptx stent was eliminated by surgical intervention (angioplasty) on (B)(6) 2013.